Manufacturer narrative:
(B)(4). Concomitant medical products: item# 139256 m2a-magnum 42-50 tpr insrt std lot# 898410, item# unknown unknown stem lot# unknown, item# unknown unknown cup lot# unknown. Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10982.

Event description:
It was reported that the head and taper of stem were stuck together during a revision surgery. Stem had to be explanted due to malfunction. Additional information was requested; however, none was available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.